Manufacturer narrative:
As the device remains implanted, the delivery system was discarded on site and no images are available, no further investigations can be performed of this case. The physician was asked about a possible root cause, but no root cause was provided. The cause of the clot formation remains unknown. With the information provided to gore, the cause of the reported event could not be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: thrombosis, occlusion device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal aneurysm with 2 gore® viabahn® endoprostheses with propaten bioactive surface. It was stated that the devices were implanted on (B)(6) 2021. Reportedly, the superficial femoral artery and the stents occluded on (B)(6) 2021 with a fresh thrombus. To solve the issue a jetstream and a balloon were used to remove the thrombus successfully.

Manufacturer narrative:
As the device remains implanted, no further investigation can be performed. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.please notice that this incident involves 2 gore® viabahn® endoprosthesis with propaten bioactive surface. In the second report the manufacturer report number of this report will be mentioned.